Manufacturer narrative:
The t:slim g4 pump user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received, as the contact had not filled the cartridge with enough insulin (filled with approximately 40 units). The customer's blood glucose (bg) level was impacted (400 mg/dl). The customer took a manual injection to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting was not performed.